Event description:
I have a prescription for injectable testosterone replacement therapy. My provider gave me 3 ml lure lock syringes. The 3 ml syringes were too big, so I purchased 1 ml lure lock syringes from amazon.com. The 1 ml lure lock syringes are made by, easy touch. Distributed by (B)(4). Made in china. I have reason to believe these syringes that are marketed to diabetics and claim to be sterile are contaminated and have been making me sick. I have been ill for two months and just put two and two together switched back to the old 3 ml syringes and immediately started to feel better. I believe this company should be investigated and I'm happy to turn over the syringes so they can be tested for contamination.